Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion with a bend of 45 degrees was located in the mildly tortuous and non-calcified left circumflex artery. After cannulation of the right coronary artery, a 1.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured and there was backflow of blood to the inflation device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.